Event description:
Patient with lvad therapy expired seven days post device implant due to cardiogenic shock despite normal functioning vad. Patient was hemodynamically unstable entire post-op period. On day seven the patient's spouse decided to stop all therapies in the setting of further escalation of inotropes and vasopressors.